Event description:
It was reported that the patient alert and the lead integrity alert (lia) triggered, and the patient received an inappropriate shock. The patient went to the ER, and the impedances for all three leads were measured as zero. The device also exhibited oversensing, and when the pocket was opened, the leads were tangled, and blood ingress was seen in the header block. The leads were all tested using an analyzer, and exhibited acceptable measurements. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2011 09:14:44. Impedance - low resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 21:00:32. Daily pace lead impedance trend data show various 0 ohms value (un-filtered data) for ventricular and atrial pace bi impedance and lv perm pace impedance between (B)(4) 2011 and (B)(4) 2011. Sensing - oversensing: 12 - ventricular nst<=200 ms between (B)(4) 2011 19:00:44 and (B)(4) 2011 04:54:07. 1 - vf=170 ms average v-cycle on (B)(4) 2011 04:12:06. The device was returned and analyzed. No anomalies were found. Blood was found in the atrial and right ventricular ports.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2011 09:14:44. Impedance - low resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 21:00:32. Daily pace lead impedance trend data show various 0 ohms value (un-filtered data) for ventricular and atrial pace bi impedance and lv perm pace impedance between (B)(4) 2011 and (B)(4) 2011. Sensing - oversensing: 12 - ventricular nst<=200 ms between (B)(4) 2011 19:00:44 and (B)(4) 2011 04:54:07. 1 - vf=170 ms average v-cycle on (B)(4) 2011 04:12:06. The device was returned and analyzed. The initial failure was present during analysis, but subsequently disappeared, and it was not possible to reproduce the failure. Blood was found in the atrial and right ventricular ports.